Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.